Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 25-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal. On (B)(6) 2009, the patient had essure inserted. In 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia(heavy menstrual bleeding)\ abnormal bleeding (menorrhagia)"), abdominal distension ("bloating") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have body temperature abnormal ("hormonal changes: irregular body temperature") and weight increased ("weight gain"). In 2017, the patient experienced psoriasis ("psoriasis"), arthritis ("arthritis") and ovarian cyst ("ovarian cyst"). On an unknown date, the patient experienced genital haemorrhage ("gen. Abnorm. Bleed"), dysmenorrhoea ("dysmenorrhea(cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), dermatitis allergic ("allergic rash"), face oedema ("facial edema"), psychological trauma ("psychological injuries"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problem"), headache ("headache"), nausea ("nausea"), visual impairment ("vision problem"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder"), adnexa uteri cyst ("paratubal cyst") and psoriatic arthropathy ("psoriatic arthritis"). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, body temperature abnormal and ovarian cyst was resolving, the genital haemorrhage, dysmenorrhoea, abdominal pain, back pain, menorrhagia, blood disorder, cardiac disorder, dermatitis allergic, psychological trauma, fatigue, abdominal distension, alopecia, tooth disorder, headache, nausea, visual impairment, weight increased, vaginal haemorrhage, adnexa uteri cyst and psoriatic arthropathy outcome was unknown and the psoriasis, face oedema, arthritis, bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal distension, abdominal pain, adnexa uteri cyst, alopecia, arthritis, back pain, bladder disorder, blood disorder, body temperature abnormal, cardiac disorder, dermatitis allergic, dysmenorrhoea, face oedema, fatigue, genital haemorrhage, headache, menorrhagia, nausea, ovarian cyst, pelvic pain, psoriasis, psoriatic arthropathy, psychological trauma, tooth disorder, urinary tract disorder, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: patient received treatment for- dysmenorrhea, pelvic pain, abdominal pain, back pain, menorrhagia, blood disorder, heart disorder, gen. Abnormal. Bleeding, rash/skin condition, psoriasis, facial edema, arthritis and psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 17.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion. Imaging procedure - on (B)(6) 2010: essure confirmation test(s) (unspecified) : bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-may-2020: pfs and mr received: reporters were added. New events-abnormal bleeding (vaginal), ovarian cyst; paratubal cyst were added & few events were updated from hormonal changes to irregular body temperature, gi conditions to bloating, lab test was added. Outcomes were added. Event onset dates were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea(cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia(heavy menstrual bleeding)"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), dermatitis allergic ("allergic rash"), psoriasis ("psoriasis"), face oedema ("facial edema"), arthritis ("arthritis"), psychological trauma ("psychological injuries"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problem"), headache ("headache"), nausea ("nausea"), visual impairment ("vision problem"), bladder disorder ("bladder disorder") and urinary tract disorder ("urinary tract disorder") and was found to have hormone level abnormal ("hormonal changes,") and weight increased ("weight gain"). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain, back pain, menorrhagia, blood disorder, cardiac disorder, dermatitis allergic, psychological trauma, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, headache, nausea, visual impairment and weight increased outcome was unknown and the psoriasis, face oedema, arthritis, bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal pain, alopecia, arthritis, back pain, bladder disorder, blood disorder, cardiac disorder, dermatitis allergic, dysmenorrhoea, face oedema, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, nausea, pelvic pain, psoriasis, psychological trauma, tooth disorder, urinary tract disorder, visual impairment and weight increased to be related to essure. The reporter commented: patient received treatment for- dysmenorrhea, pelvic pain, abdominal pain, back pain, menorrhagia, blood disorder, heart disorder, gen. Abnormal. Bleeding, rash/skin condition, psoriasis, facial edema, arthritis and psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: essure confirmation test(s) (unspecified) : bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: significant correction done. Ppc added. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea(cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia(heavy menstrual bleeding)"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), dermatitis allergic ("allergic rash"), psoriasis ("psoriasis"), face oedema ("facial edema"), arthritis ("arthritis"), psychological trauma ("psychological injuries"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), tooth disorder ("dental problem"), headache ("headache"), nausea ("nausea"), visual impairment ("vision problem"), bladder disorder ("bladder disorder") and urinary tract disorder ("urinary tract disorder") and was found to have hormone level abnormal ("hormonal changes,") and weight increased ("weight gain"). The patient was treated with surgery (surgery to remove essure). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain, back pain, menorrhagia, blood disorder, cardiac disorder, dermatitis allergic, psychological trauma, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, headache, nausea, visual impairment and weight increased outcome was unknown and the psoriasis, face oedema, arthritis, bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal pain, alopecia, arthritis, back pain, bladder disorder, blood disorder, cardiac disorder, dermatitis allergic, dysmenorrhoea, face oedema, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, menorrhagia, nausea, pelvic pain, psoriasis, psychological trauma, tooth disorder, urinary tract disorder, visual impairment and weight increased to be related to essure. The reporter commented: patient received treatment for- dysmenorrhea, pelvic pain, abdominal pain, back pain, menorrhagia, blood disorder, heart disorder, gen. Abnormal. Bleeding, rash/skin condition, psoriasis, facial edema, arthritis and psych injury, diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: essure confirmation test(s) (unspecified) : bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received- previously reported event "injury to herself" updated to "dysmenorrhea(cramping)", events- "pelvic pain, abdominal pain, back pain, menorrhagia(heavy menstrual bleeding), blood disorder, heart disorder, gen. Abnormal. Bleeding, rash/skin condition, psoriasis, facial edema, arthritis, psychological injuries, fatigue, gi conditions, hair loss, dental problem, hormonal changes, headaches, nausea, vision problem, weight gain, bladder disorder and urinary tract disorder", patient demography, lab data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.